Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump device had malfunctioned during use with an alarm code of 50. Our fields service engineers have contacted the hospital by phone and the device was replaced with another device causing no harm to the patient. .

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d10, e1(event site telephone) getinge have contacted the hospital by phone, and the customer promptly replaced it with another device, causing no harm to the patient. The device is currently down for maintenance, and the hospital needs to communicate and evaluate the final maintenance plan. The repair is not yet completed. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.